Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 06/06/2024 the patient was feeling lightheaded and lost consciousness, an ambulance was called. The paramedics treated the patient with a glass of juice and he was taken to the hospital. He arrived at the hospital 6:30 pm and there they took the measurements; the cgm reading was 113 mg/dl and the bg reading was 84 mg/dl. The patient was treated there with IV medication. The patient was monitored and released at 12:00 am on (B)(6) 2024. The patient was a total of 5 hours and 30 mins at the hospital. At the time of the report the patient was feeling great. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.